Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection visual inspection did not reveal any physical abnormalities that could have caused the reported condition. Functional leak testing found no evidence of the reported leak. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a patient control module leaked. This occurred while priming the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation could not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.